Event description:
It was reported that if the tip is bent before use it cracks.

Manufacturer narrative:
Twenty five devices of the same lot were returned. Ten units were unopened and not evaluated. Evaluation summary: customer support was not confirmed. The ten sealed catheters were not evaluated. Customer report was not confirmed. The catheter was returned in an open shipping tube but has not been used. The catheter was found to be in good condition, there is no break of the catheter tubing and the balloon is in good condition. Customer report was confirmed. The 4 catheters were returned in the shipping tubes, but not used. They are all broken under the balloon latex at the #2 or #4 inflation holes. The remainder of the inflation holes are in good condition. Customer report was confirmed. The catheter was found to have a broken catheter tip under the balloon latex. The break is located at the #1 inflation hole. No collapse of the remaining inflation holes. The catheter also appears used with dried blood on the windings and latex. The catheter was returned with a non edwards (lemaitre) catheter.